Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that this lead was not successfully implanted due to difficult lead placement as the target branch was too tortuous for the lead to be properly placed. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance anomaly. No new lead was implanted in the lv. No adverse patient effects were reported. Additional information indicated that this lv lead was not successfully implanted due to difficult lead placement as the target branch was too tortuous for the lead to be properly placed. Also, this lead was disposed by the hospital staff. There were no adverse patient effects.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance anomaly. No new lead was implanted in the lv. No adverse patient effects were reported.